Event description:
It was reported that a user newly started on the ilet experienced elevated blood glucose after eating breakfast without announcing the meal, reaching a reported maximum of 257 mg/dl, and was educated on proper meal announcement and algorithm learning; the event involved a missed meal announcement with no device alerts or alarms. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included transient elevated glucose outside target for over two hours, no ketone testing, no use of backup therapy, and no medical intervention, with glucose subsequently decreasing to 116 mg/dl. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed use error related to failure to announce the meal and expected device behavior with algorithm-driven correction. It was concluded that the device functioned as designed and the event was attributable to user handling, with resolution following education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.